Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stuffiness, dizziness, shortness of breath and headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated / corrected in this report.

Manufacturer narrative:
Additional information was received on jan 24, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged light headed, dizzy, headaches, eyes irritation, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed . There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The device was scrapped. The manufacurer previously incorrectly captured section b1 and b2, it should be blank. Sections d8, d9, h2, h3, h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.